Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)experienced loss of diagnostic data stored in the device likely due to radiotherapy. It was recommended by technical services to clear all data from the data collection and monitor the patient closely. The ICD remains in use. No patient complications have been reported as a result of this event.